Manufacturer narrative:
Manufacturer's investigation conclusion: the customer communicated that no additional information will be provided. The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1 - updated. Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected . Section d4 primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3- the event date is estimated, the date of explant was reported as unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was explanted. The outcome was not considered device or therapy related.